Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose value of 500 mg/dl. The customer stated that high readings did not go down after infusion set replacement. The reservoir was not returned for analysis.